Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic, an event of possible loss of capture or lead migration were noted. Chest x-ray confirmed that there was no lead migration. During interrogation, device and leads were found in normal function with no loss of capture. The device possible sensing noise. No intervention was made. Patient was stable.